Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the guidewire failed to be removed from the left ventricular (lv) lead. The entire lv lead came out along with the guidewire when force was applied. The lv lead was not used and was replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to advance/remove guidewire was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. No shorting was noted when a short test was conducted for shorts between conductors while manipulating and stretching the lead. Visual and x-ray inspection of the lead found no anomalies. The guidewire was able to be fully inserted and removed from the inner coil with no obstruction/restriction.